Event description:
Aleutian lateral cage backed out approximately two months post-operatively. The patient was revised.

Manufacturer narrative:
The patient was successfully revised however, the part was inadvertently discarded and is unavailable for evaluation. A general review of the manufacturing and inspection records for the part was performed and no discrepancies were found. No specific root cause has been determined however, we will continue to monitor incidents of this nature. Device discarded by hospital.